Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. The blood glucose level was 450 mg/dl. The customer had been using the insulin pump within 48 hours of reported blood glucose event. The troubleshooting was performed. The customer did not pass high blood pressure test. The insulin pump will not be returned for analysis.